Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging the ipg. Subsequently, the sjm representative verified loss of communication between the ipg and multiple external devices. The patient lost stimulation approximately two months ago. Surgical intervention was taken to explant and replace the ipg. Effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint for 'no communication' was confirmed as received but cannot determine the cause. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.